Event description:
It was reported that the catheter ruptured at the middle portion 3 days after implanted.

Manufacturer narrative:
A chr of lot # reqg0572 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.